Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Rep may work with physician who is possibly going to do a lead revision on entire mdt system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).